Event description:
It was reported that the speed did not go below 320,000 rpm. The unspecified lesion was located in the right coronary artery. A 115vc rota console was used for treatment. During preparation, a false contact on the optical fiber that is connected to the advancer was observed. It was further noted that the rpm would not go below 320,000 rpm. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).